Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration and perforation of the device"), device expulsion ("malposition of essure device location of device: half way into uterus"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure (batch no. B09711, b09695) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section in 2006. Concurrent conditions included cholecystectomy since (B)(6) 2013, colectomy since (B)(6) 2015, right lower quadrant pain since (B)(6) 2016, urinary tract infection since (B)(6) 2016, wound infection (wound infection after surgery) since (B)(6) 2016, endometrial ablation since (B)(6) 2014 and cystoscopy since (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe abnormal menstrual pain, dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("migraines / headaches"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy for removal of essure device), surgery (bilateral salpingectomy) and surgery (ablation in 2013). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, menorrhagia, genital haemorrhage, pelvic pain, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, headache, fatigue, vaginal haemorrhage and migraine outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, back pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed satisfactory placement of both essure co. In (B)(6) 2013, plaintiff has an hsg test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. On (B)(6) 2016, surgical history: ablation (as written). On (B)(6) 2016, the patient said she has numerous sensitivities to different types of medicine and metals, even though she listed no drug allergies. She requested removal of both tubal segments each one containing an e-sure because she was concerned she might have some issues related to the remaining e-sure. On the same day, surgical pathology report: final diagnosis: bilateral fallopian tube segment: coiled metallic contraceptive device is present in both segments; negative for malignancy. Most recent follow-up information incorporated above includes: on 1-mar-2018: mr received. Reporters were added. Patient¿s historical condition, concomitant disease and unstructured relevant tests were added. Essure lot number has been updated ( b09699 to b09695). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration and perforation of the device"), device expulsion ("malposition of essure device location of device: half way into uterus"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure (batch no. B09711, b09699) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cholecystectomy since december 2013 and colectomy since july 2015. On (B)(6)2013, the patient had essure inserted. In 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe abnormal menstrual pain, dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("migraines / headaches"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy for removal of essure device), surgery (bilateral salpingectomy) and surgery (ablation in 2013). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, device expulsion, menorrhagia, genital haemorrhage, pelvic pain, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, headache, fatigue, vaginal haemorrhage and migraine outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, back pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results: in (B)(6)2013, plaintiff has an hsg test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received: new reporters, patient demographic information, product indication, onset and removal dates updated, lot number, concomitant disease, new events vaginal haemorrhage, menorrhagia, device expulsion, migraines added. Outcome for the event abdominal pain added as recovering / resolving. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration and perforation of the device"), device expulsion ("malposition of essure device location of device: half way into uterus"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure (batch no. B09711, b09695(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section in 2006. Concurrent conditions included cholecystectomy since (B)(6) 2013, colectomy since (B)(6) 2015, right lower quadrant pain since (B)(6) 2016, urinary tract infection since (B)(6) 2016, wound infection (wound infection after surgery) since (B)(6) 2016, endometrial ablation since (B)(6) 2014 and cystoscopy since (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("severe pelvic pain"). In 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe abnormal menstrual pain, dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("migraines / headaches"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy for removal of essure device), surgery (bilateral salpingectomy) and surgery (ablation in 2013/(B)(6) 2014). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, menorrhagia, genital haemorrhage, pelvic pain, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, headache, fatigue, vaginal haemorrhage and migraine outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, back pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed satisfactory placement of both essure. Co in (B)(6) 2013, plaintiff has an hsg test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. On (B)(6) 2016, surgical history: ablation (as written). On (B)(6) 2016, the patient said she has numerous sensitivities to different types of medicine and metals, even though she listed no drug allergies. She requested removal of both tubal segments each one containing an e-sure because she was concerned she might have some issues related to the remaining e-sure. On the same day, surgical pathology report: final diagnosis: bilateral fallopian tube segment: coiled metallic contraceptive device is present in both segments; negative for malignancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration and perforation of the device") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery (for removal of essure device). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, headache and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menstrual disorder, pelvic pain and uterine perforation to be related to essure. Diagnostic results: in (B)(6) 2012, plaintiff has an hsg test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.